Manufacturer narrative:
The device has been returned to the MFR for evaluation and the results are expected shortly.

Event description:
The catheter was inserted 10/96. On 1/6/97, a 1" crack was noticed on the lateral side of the lumen and a ridge was developing on the catheter where the crack was found. The catheter was also changing color at that location. The catheter is currently still in the pt.